Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "stretched rope hoist." Failure analysis found the primary failure of loose grip cable to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. Additional observations not reported by the site that are related to the customer reported complaint were also found: the housing was removed and the instrument was found to have a cracked clamping pulley. As a result, loose grip cables are observed at the distal end. Root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument passed an electrical continuity test. Root cause of this failure is attributed to a component failure. The following additional observation not reported by the site was not related to the reported complaint: the instrument was found to have damage of the conductor wires insulation. It was observed that the wires inside were exposed. No thermal damage was observed and the electrical continuity test passed. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the instrument log for the maryland bipolar forceps (part # 471172-16 /lot # n11200810-0069) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk3281. The instrument has maximum 14 uses and there were 7 more uses left. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: the instrument had conductor wire insulation damage with exposed wires with an passed electrical continuity test, with no evidence of mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the maryland bipolar forceps instrument had a loose cable. The procedure was completed with a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a silver cable was broken. There was no visible insulation damage and no thermal damage. The reporter was not sure if there was any loss of cautery.